Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) inspected auxiliary drawer and found the bearing cage protruding beyond the bumper stop, with ball bearings on the floor. At the customer request, a replacement drawer was taken from an unused station after unloading medications. The damaged drawer was removed, and the replacement drawer was installed with the pyxis bus cable connected. The individual pockets were transferred, and the station was restarted. The drawer configuration was completed in storage space settings, followed by successful diagnostic testing. The customer logged in and verified inventory of multiple medications in the previously failing drawer. The system functioned as intended after the field service engineer repaired the device.